Event description:
This lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this rv lead loss of capture. There were also some fusion beats noted. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).